Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that cyclic noise was observed on the analyzer egm with a pattern of every 4th to 5th beat. The technical consultant concluded that this was probable interference with the device during wireless connection and concurrent attachment to the analyzer. The lead remains in use. No patient complications have been reported as a result of this event.